Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ shielded IV catheter needle would not retract from the patient's arm during use. The following information was provided by the initial reporter, translated from portuguese: "catheter does not activate the safety device when removed from the patient's arm, leaving the needle exposed with fuids."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ shielded IV catheter needle would not retract from the patient's arm during use. The following information was provided by the initial reporter, translated from portuguese: "catheter does not activate the safety device when removed from the patient's arm, leaving the needle exposed with fluids."